Event description:
Account reports one incident in which during infusion of blood. The flashball developed a "split" and sprayed blood onto the pt and hcp. Reporter stated there was no pt or hcp compromise other than the blood spill.